Event description:
It was reported that the patient underwent a successful coil embolization procedure to treat a 16mm aneurysm at the basilar apex. Post procedure, the patient experienced swelling in the brain stem. The patient is currently in the ICU and being medically managed.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the patient underwent a successful coil embolization procedure to treat a 16mm aneurysm at the basilar apex. Post procedure, the patient experienced swelling in the brain stem. The patient is currently in the ICU and being medically managed.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, edema is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.